Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they had a low blood glucose value of 2.1 mmol/l and also experienced seizure. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer reported customer did not believe insulin pump was over-delivering. Customer was not using auto mode. The customer was treated with glucagon injection. The device will be returned for analysis.